Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an asian patient had impella cp optical pump inserted in the right femoral for acute myocardial infarction (ami)-cardiogenic shock (cgs). When the peel-away introducer 14fr x 25cm was peeled off, it was not completely removed from the outside of the body, the blood vessel was damaged and bleeding from the puncture site occurred and blood transfusion of 4 (four) units of red blood cells (rbc) was administered.